Event description:
It is reported this event occurred in the operating room. The patient was a (B)(6). The insertion site was the left femoral artery. Diagnosis was coronary artery disease with mitral valve insufficiency. The medications being infused was levosimendan and ntgl (perfusor). During insertion, the catheter broke and a piece of the catheter remained within the patient. The piece was removed by a surgeon. Another attempt at placement was by a surgeon. Another attempt at placement was made, but it is unknown if it was successful. There is no reported delay on treatment. There is no reported patient injury, death or complications.

Manufacturer narrative:
(B)(4).